Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for the call was the caller said the patient needs a battery change because the stimulator is not producing what it needs to. Caller said they did another surgery on the patient 2 years ago or a year ago, but the issue has been ongoing since (B)(6) of 2025. Patient was doing physical therapy and injection in november of last year, but patient is not getting the pain relief that they need, despite further programming of the scs implant.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.